Event description:
Sales rep for smith & nephew reports that a pt underwent an acl repair in 2006, and the pt was doing fine until a month ago when she started to have pain and swelling on the tibia. The surgeon performed a revision surgery on the event date, to remove the screw. The pt had no complaint of instability. The screw did leave a large hole which he filled with dbm paste.

Manufacturer narrative:
Device is not being returned for evaluation. No direct link has been made to the condition of the pt and any smith & nephew product.